Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported a "boot up error". No patient injury was reported.